Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: the patient underwent right total hip arthroplasty (B)(6) 2011 (outside cors scope). Then patient underwent right total hip revision (B)(6) 2013. Then the patient underwent a second revision for instability with an mdm in (B)(6) 2018 (cors per (B)(4)). The instability continued, so the patient now had a third right total hip revision with insertion of constrained liner in (B)(6) 2018.